Manufacturer narrative:
(B)(4). Physio-control provided troubleshooting support and recommended that the device be replaced. The device was not returned and the reported issue could not be verified and cause could not be determined. Device not yet evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.